Event description:
Patient was implanted with a vascular graft in the fem-pop position in 2002. Six weeks later, the graft occluded at the anastomosis. Thrombolysis was performed to restore blow flow. Graft then leaked causing post-operative hematoma. Graft was explanted and replaced by another graft.